Manufacturer narrative:
Additional information was received that the device was contaminated by water from the facility air source. This is user error and not a reportable malfunction. Updated the codes accordingly.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor and air flow control valve was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.